Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the balloon was inflated prior to the lesion in an effort to further advance the stent delivery system.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation: analysis of the return device confirmed that the hypotube was separated. The fracture faces of the separation were ovaled, indicating that the hypotube bent or kinked prior to fracturing and is usually a result of tensile overload (material stress/fatigue). There were also multiple bends and kinks in the hypotube proximal and distal to the separation and three kinks in the distal shaft. The guide wire exit notch was also found to be torn, which is usually consistent with force being applied from the inside of the guide wire lumen to the outside due to an interaction with the guide wire. As the additional kinks/bends and damage to the exit notch were not originally reported in the case description, this damage likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported incident. Reportedly, the catheter was aggressively pushed against resistance and likely contributed to the separation. It should be noted that the rx trek/mini trek instructions for use states: treatment of moderately or heavily calcified lesions is considered to be moderate risk, with an expected success rate of 60-85% and increases the risk of acute closure, vessel trauma, balloon burst, balloon entrapment, and associated complications. If resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that during the procedure in the heavily calcified mid circumflex artery, a 2.5x15 xience prime stent delivery system was advanced but resistance was felt. The stent delivery system was withdrawn from the anatomy and it was noted that a stent strut was flared. A 3.0x15 rx trek dilatation catheter was advanced using force and the proximal to mid segment of the catheter shaft separated outside of the anatomy. The catheter was withdrawn from the anatomy and a new unspecified dilatation catheter was used to perform dilatation. There was no adverse patient effect or significant clinical delay in the procedure. No additional information was provided.